Event description:
This report was received from (B)(6) and is a spontaneous report from a nurse in (B)(6) of acute mi (myocardial infarction), pneumonia, fungal infection, and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced an acute myocardial infarction which resulted in hospitalization on (B)(6) 2011. On unreported dates during the hospitalization, the patient contracted pneumonia, a fungal infection, and peritonitis. Treatment for the events was not reported. The nurse stated the peritonitis was caused by the patient having been admitted into the hospital following the acute mi and having contracted pneumonia and a fungal infection. The nurse reported that the patient was not doing well (not further specified), had not recovered from the events, and remained hospitalized. The action taken with dianeal therapies was not reported. The nurse stated that the event of peritonitis was related to the patient having been admitted into the hospital following the acute mi and having contracted pneumonia and a fungal infection, and was not related to dianeal therapies. An opinion of causality was not reported for the events of acute mi, pneumonia and the fungal infection.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11i02053 and h11h24042 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.